Manufacturer narrative:
The insulin pump was received with pump cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, cracked battery tube threads and detached end cap. All buttons worked properly.

Event description:
The customer reported via phone call that the bottom of the insulin pump was broken and falling apart. Blood glucose value was 132 mg/dl. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.